Event description:
Same case as MFR #: 2134265-2013-01080. It was reported that post a stenting treatment procedure, the patient expired. The patient presented with an emergent myocardial infarction. Vascular access was obtained via a femoral artery. The de novo 100% stenosed, 4.0x10mm, concentric target lesion was located in the non tortuous and non calcified left coronary trunk. Pre-dilation was performed with an unspecified balloon resulting in 80% residual stenosis. A 4.0x12mm liberte stent and a 4.0x16mm liberte stent were implanted. Resistance was noted during insertion of both devices. It was further noted ¿stent with tortuosity in the support wire.¿ post-dilation was not performed. The procedure was not completed due to another unknown reason. The patient expired the next day of an unknown cause. However, it was noted that an unspecified comorbidity may have been a possible contributor to the death.

Event description:
Same case as MFR #: 2134265-2013-01080. It was reported that post a stenting treatment procedure, the patient expired. The patient presented with an emergent myocardial infarction. Vascular access was obtained via a femoral artery. The de novo 100% stenosed, 4.0x10mm, concentric target lesion was located in the non tortuous and non calcified left coronary trunk. Pre-dilation was performed with an unspecified balloon resulting in 80% residual stenosis. A 4.0x12mm liberte stent and a 4.0x16mm liberte stent were implanted. Resistance was noted during insertion of both devices. It was further noted ¿stent with tortuosity in the support wire¿. Post-dilation was not performed. The procedure was not completed due to another unknown reason. The patient expired the next day of an unknown cause. However, it was noted that an unspecified comorbidity may have been a possible contributor to the death.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed there was blood in the guidewire lumen and under the balloon folds. The balloon was tightly folded with the stent secured on the balloon. The hypotube was kinked 80.5cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR #: 2134265-2013-01080. It was reported that post a stenting treatment procedure, the patient expired. The patient presented with an emergent myocardial infarction. Vascular access was obtained via a femoral artery. The de novo 100% stenosed, 4.0x10mm, concentric target lesion was located in the non tortuous and non calcified left coronary trunk. Pre-dilation was performed with an unspecified balloon resulting in 80% residual stenosis. A 4.0x12mm liberte stent and a 4.0x16mm liberte stent were implanted. Resistance was noted during insertion of both devices. It was further noted "stent with tortuosity in the support wire." Post-dilation was not performed. The procedure was not completed due to another unknown reason. The patient expired the next day of an unknown cause. However, it was noted that an unspecified comorbidity may have been a possible contributor to the death.

Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(6). Occupation corrected from pharmacist to physician. (B)(4).